Event description:
It was reported that the stent fractured. Indwelling time: 215 days. Details: the stent that had been placed in common biliary duct was fractured at the most stenosed site. Stent did not protrude from vater. Upon inserting ptcd, as the part below the fractured site got stuck, catheter got stuck on the fractured part. Upper stent migrated. Stent turned upside down.

Manufacturer narrative:
This is being reported because this is the same or similar to a device sold in the united states. The lot history records have been reviewed with special attention to the mfg, and inspection of this product, and the product was found to have met all specifications prior to shipment. The sample was not returned for eval, as it remains implanted. No sample eval could be performed. Based on the info received to date, the results are inconclusive, and the root cause of the event is unk.